Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor's power cable caught on fire.¿no troubleshooting indicated.¿the monitor is expected to be replaced.¿no patient complications have been reported as a result of this event.